Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect, which would have necessitated explantation. This goes in line with tests performed on the device whilst implanted which showed a functional device. During the explantation surgery it was found that the fmt was dislocated from the incus. Patient asked for explantation of the device, despite the fact that a proper coupling could have been established during revision surgery. This is a combined initial and final report.

Event description:
The patient reported hearing a noise when he presses behind his ear beginning around (B)(6) 2015. It was reported that the patient was never really satisfied with the device.